Manufacturer narrative:
The device was returned for evaluation and the investigation concluded the device met manufacturing specifications. This event is being reported because the device should fit the user properly, if the device does not fit the user properly there is the potential for contamination. The lot number was provided and the device history record was reviewed with no evidence of manufacturing non-conformities. The duration of time the device was in use for is also unknown, as well as if this device was reused or used for the first time. Complaint trends will continue to be monitored for risk and trends, with actions taken as appropriate. Complaint reference: (B)(4).

Event description:
Product samples were reported to be loose around the loops and around the cheeks.